Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 330 mg/dl and was addressed with a bolus of insulin. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.